Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision and replacement surgery in which the existing ipp was removed and a new tactra penile prosthesis was implanted. During the procedure the infection and pump erosion were identified. No information was provided about the patient's outcome.